Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased threshold measurements, loss of capture (loc) and decreased pacing impedance measurements of 332 ohms. The lead was suspected to have micro-dislodged based on review of a chest x-ray. A revision procedure was performed. The lead was successfully repositioned and remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.